Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. However, unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty forced sensor resistor. Motor passed motor test. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have moisture under display screen and was not able to view display screen. Customer was not sure how issue occurred. Customer's blood glucose was 188 mg/dl. Customer was advised that insulin pump would need to be replaced.